Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient experienced a muscle spasm that caused the patient to fall and break their jaw off of the sink in the kitchen while prescribed the lifevest. The patient did not discuss the medical intervention received for the injury. Outcome of the injury is unknown as follow up attempts were unsuccessful.